Manufacturer narrative:
Product ID 748966, serial# (B)(4), implanted: 2003-(B)(6), product type extension product ID 7435, serial# (B)(4), implanted: 2003-(B)(6), product type programmer, patient product ID 748966, serial# (B)(4), implanted: 2003-(B)(6), product type extension product ID 3998, lot# lb3047, implanted: 2003-(B)(6), (B)(4).

Event description:
It was reported there was an overstimulation sensation. The patient¿s stimulation was ¿going crazy¿ and going up and down. Sometimes stimulation comes on ¿strong¿ and it stays that way for a long time. The patient thinks that is what is causing the cramping. The patient was in the emergency room at the time of report. The patient had just left work and a piece of the car punctured into where the implant was. It was making the patient¿s abdomen hurt really bad and they were having cramping. Follow up reported the patient was ¿not sure if their device still worked.¿ they had not had an appointment since 2003 and noted they had been unable to find a doctor in their area.